Event description:
It was reported that a consumer received what he perceived to be high readings of 300 mg/dl on his blood glucose meter. He called emts and the hospital tested his blood sugar at 157 mg/dl an hour later. During the call it was stated to the customer service rep that the consumer does not control solution test his test strips as required in our directions for use and also transfers his test strips from the original vial to zip-lock bags which may compromise the integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for eval. The consumer refuses to return his meter because he feels comfortable using it. The test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.